Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer's blood glucose was 200 mg/dl at the time of the incident. The customer did not report any leaks. The customer stated that they were unable to remove the air bubbles. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated three random seal reservoirs. Performed pre-fill reservoirs test and found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion no air bubbles noted.